Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed irritation under an electrode. The irritation was reported as raw, but no open skin. The patient was instructed to remove the device and prescribed an ointment by a physician. The patient reported that the irritation improved.